Event description:
Healthcare professional reported that a patient was injected with juvéderm volux¿ xc and juvéderm voluma® xc. The patient experienced ¿multiple and recurrent abscesses¿ along the jawline and chin. The patient was treated with doxycycline 100 mg. 2 x per day and abscess draining. The patient had a biopsy 6-months post-injection that found no infection. Event status is unknown. The file captured the juvéderm voluma® xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.